Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was damaged at the cartridge tubing. Customer loaded a new cartridge to address the issue. Additionally, it was reported an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer changed pump supplies to address the issue.